Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. ,

Event description:
Customer reported via phone call that they experienced hypoglycemia and hyperglycemia. Customer¿s blood glucose level was 40 mg/dl and over 400 mg/dl. Customer's other relevant blood glucose level was 50 mg/dl. Customer was treated with insulin pump for hyperglycemia. Customer declined trouble shooting for high blood glucose. It was also stated that the insulin pump was rejecting new batteries. The insulin pump will not be returned for analysis.